Event description:
Information was received from a consumer regarding a patient receiving hydromorphone 64.0 mg/ml at 3.082 mg/day and bupivacaine 40.0 mg/ml at 1.926 mg/day. The indication for use was non-malignant pain. The patient reported that they had their pump replaced due to longevity on (B)(6)-2016. The patient didn¿t think they replaced the catheter just the pump. The patient stated apparently the pump was plugged and they had to irrigate it. The patient further stated that on (B)(6)-2016 they got too much medication stating they were as high as a kite, didn't feel any pain at all because medication leaked out and they had to flush out the system. On (B)(6)-2016 the patient was vomiting, diarrhea and was on a liquid diet. The patient¿s preexisting pain returned suddenly and the patient has been in excruciating pain ever since and the oral pills aren¿t working. The patient hardly had any pain medication in their pump. The patient was in excruciating pain and had to go weekly for increases and medication. The patient¿s healthcare provider was just arrested and the office was closed. The patient was given oral oxycodone pills for breakthrough pain. The patient wondered why the company representative couldn¿t program the pump. The patient was in excruciating pain because of what occurred. The patient was sent physician listings to locate a new provider. On (B)(6) 2016 additional information received from the consumer reported that the patient was not well and if they had to drive 1 and a half hours one way to the healthcare provider it would be hard on the patient. The patient had no one else to take them. The patient had rsd and the pain pump helped tremendously.

Event description:
Additional information was received from a consumer. It was noted the patient was overdosed due to the previous pump being replaced and she was finally getting the full dose. The patient was hospitalized for four days. The pump was turned down to almost nothing and the patient was given narco by an unknown route and oral oxycodone as needed for pain. The patient was being increased by 10% bi-weekly. The patient had had three increases so far and was almost up to half of what she was prior to the replacement. She still had some pain while they were titrating her dose back up. There were no lasting effects from the overdose. The patient recovered without issue. The patient would continue to go back for bi-weekly increases until she was back at her previous dose.

Event description:
Additional information was received from the consumer on (B)(6) 2016 and it was reported that the patient had still not found a closer pump managing physician. Additional information was received from a healthcare professional on (B)(6) 2016 and it was reported that the patient's prior pump was replaced due to end of battery life. During the procedure, the prior pump was disconnected from the catheter. The catheter was then aspirated and they flushed it with saline. A new connector was attached and this was connected to the new pump that was filled with the contents of the old pump. Once this was done, the pump was implanted into the subcutaneous pocket. The wound was closed and a pressure dressing was applied. No complications were encountered. The patient returned to the recovery room in stable condition. On (B)(6) 2016 it was noted that the patient had an episode of diarrhea the night before and also this morning associated with vomiting and nausea. The diarrhea was non-bloody, watery, and no abdominal pain. The patient also had an episode of vomiting, was non-bloody, associated with nausea. The patient denied any chest pain, shortness of breath or palpitation. She denied any headache or dizziness. All other systems were reviewed and were negative. The patient was positive for chronic generalized pain. The assessment and plan noted that the diarrhea was likely due to stool softener. The patient was started on stool softener the night prior. They were going to hold it and give the patient some IV (intravenous) fluids, put the patient on some clear liquids and see what happened later tonight. For depression they would continue with the same medication. They were going to continue with cymbalta, especially for anxiety. The patient was already on klonopin. They were going to continue the klonopin, do deep venous thrombosis prophylaxis, administer lovenox 40 mg subq, and would place the patient on protonix IV and give the patient IV fluids. The patient's medical history included depression, hypercholesterolemia, anxiety, chronic generalized pain, and bilateral foot surgery. The patient had allergies to sulfa and dyazide. The patient's medications included cymbalta 60 mg/1xday, abilify 10 mg/1xday, clonazepam 0.5 mg/2xday, clindamycin, hydrocodone, and acetaminophen. On (B)(6) 2016 the patient was seen and her physical examination was unremarkable. She had a well-healed incision related to the pump replacement procedure. It was noted that post-operatively the patient had some hypoventilation secondary to the narcotic within the pump catheter and was admitted to the hospital for observation. A pulse oximeter was placed and over time her saturations returned to a normal level. She also had some troubles with nausea, which was treated with the diarrhea, the exact cause of which was unclear. By (B)(6) 2016 she was considered stable for discharge and was discharged from the hospital in stable condition and was to go into the office on (B)(6) 2016 for setting of the parameters of her intrathecal pump. She was fully instructed prior to discharge as to eat a regular diet, avoid activity that caused pain, and to keep her appointment on (B)(6) 2016. Her discharge medications included oral clindamycin 300 mg/qid and oral norco 7.5 mg/q4hr prn for pain. The patient was seen in the office on (B)(6) 2016 for follow-up and she was doing well following her pump replacement. The patient's blood pressure was (B)(6) and the patient was asked to contact her primary care physician regarding. Her pulse was (B)(6) and regular. The patient was afebrile and in no acute distress. The patient was alert, oriented, and exhibited normal mentation. She used a cane with ambulation. The patient's diagnosis was "complex regional pain syndrome I, unspecified". It was noted that the patient's pain management physician was having problems with his practice. She had found someone to refill her pump and this physician recommended that she keep that appointment until she could find someone closer that would do it for her. This physician planned to follow-up with her in about 2 months once more to ensure that the incisions were doing well and then she would carry on with a pain management physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.